Event description:
Respiratory therapist called to bedside due to vapotherm flow stopped, error code 54 flashing and beeping. Patient placed on non-rebreather oxygen mask. Vapotherm pulled from service and biomed order placed.